Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A broken piece measuring approximately 0.45" x 0.10" was returned and no material appeared to be missing. The complaint was confirmed by failure analysis. Review of the provided image by a regulatory post market surveillance (rpms) analyst is consistent with the broken instrument tip.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace blade fractured after activation. The surgeon did not touch anything hard with the instrument. The fractured piece was removed from the patient. A backup instrument was used to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The fragment from the harmonic ace instrument was retrieved during the same procedure. All fragments were visually confirmed to be retrieved. The harmonic ace was in use for 20 minutes prior to breaking. The instrument was inspected prior to use and no damage was observed. There was no functionality issue when the instrument was used for dissecting. There was no instrument collision, and the instrument was not removed prior to the breakage. There was no resistance through the cannula, no damage to the cannula and no further damage to the instrument after removal.